Event description:
Blisters on back [blister] , . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. Consumer used one of thermacare heatwraps on (B)(6) 2017 and it left blisters on his/her back in (B)(6) 2017. The consumer had used the product before and never had problem with it, although the packs he/she used before did not have these little like "teak shells" (not spelled and not clear) on them they were just like a "fold" (not spelled and not clear) pack but he/she never had this happened before so he was wondering like if this was common. The consumer was a little worried about it. "Am I just supposed to leave the blister or go see a doctor, is this a common complaint, I am just trying to find out what I am supposed to do". The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Company clinical evaluation comment: based on the information provided, the event blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. , comment: based on the information provided, the event blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] blisters on back [blister]. Case narrative: this is a spontaneous report from a contactable consumer reported for self. A (B)(6) female patient ((B)(6), non-pregnant, no post-menopausal) of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number: (l) r15187 08/26, expiration date: jul2019) on (B)(6) 2017 at 1 back wrap 8 hours to relax tight muscles and for back. The patient's medical history included shoulder surgery in (B)(6) 2016. There were none concomitant medications. Consumer used one of thermacare heatwraps and it left blisters on her back in (B)(6) 2017. The consumer previously used thermacare several times and did not experience any problem/symptom, although the packs she used before did not have these little like "teak shells" (not spelled and not clear) on them they were just like a "fold" (not spelled and not clear) pack but she never had this happened before so he was wondering like if this was common. The consumer was a little worried about it. "Am I just supposed to leave the blister or go see a doctor, is this a common complaint, I am just trying to find out what I am supposed to do". Later, the consumer reported that she was not hospitalized and did not receive any treatment in response to the events, just spoke with doctor over the phone, and was told not to pop leave it alone. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the event was resolved in 2017. The consumer classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have abnormal skin conditions. The product was remaining. She did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). Additional information has been requested and will be provided as it becomes available. Follow-up (21mar2017): new information received from a contactable consumer includes: updated suspect product from thermacare heatwrap to thermacare lower back & hip. Added age, gender, suspect product start date, stop date, dose, indication, lot number and expiration date, action taken, medical history, none concomitant medications, event outcome. The patient was not hospitalized and did not receive any treatment in response to the events, just spoke with doctor over the phone, and was told not to pop leave it alone. Company clinical evaluation comment based on the information provided, the event blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the event blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] blisters on back [blister]. Case narrative:this is a spontaneous report from a contactable consumer reported for self. A (B)(6)-year-old female patient (weight: (B)(6), non-pregnant, no post-menopausal) of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number: (l) r15187 08/26, expiration date: jul2019) on (B)(6) 2017 at 1 back wrap 8 hours to relax tight muscles and for back. The patient's medical history included shoulder surgery in (B)(6) 2016. There were none concomitant medications. Consumer used one of thermacare heatwraps and it left blisters on her back in (B)(6) 2017. The consumer previously used thermacare several times and did not experience any problem/symptom, although the packs she used before did not have these little like "teak shells" (not spelled and not clear) on them they were just like a "fold" (not spelled and not clear) pack but she never had this happened before so he was wondering like if this was common. The consumer was a little worried about it. "Am I just supposed to leave the blister or go see a doctor, is this a common complaint, I am just trying to find out what I am supposed to do". Later, the consumer reported that she was not hospitalized and did not receive any treatment in response to the events, just spoke with doctor over the phone, and was told not to pop leave it alone. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the event was resolved in 2017. The consumer classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have abnormal skin conditions. The product was remaining. She did not previously use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). Product quality investigation results included: investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (21mar2017): new information received from a contactable consumer includes: updated suspect product from thermacare heatwrap to thermacare lower back & hip. Added age, gender, suspect product start date, stop date, dose, indication, lot number and expiration date, action taken, medical history, none concomitant medications, event outcome. The patient was not hospitalized and did not receive any treatment in response to the events, just spoke with doctor over the phone, and was told not to pop leave it alone. Follow-up (21apr2017): new information received from product quality complaints group included: product quality investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the event blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the event blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.